Manufacturer narrative:
Date of event: used (B)(6) 2019 as event date since the correct date was not provided. Device is a combination product.

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the saphenous vein graft to left anterior descending artery. A 4.0x16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was slipping off the balloon and so the physician deployed the device successfully. No patient complications were reported.